Event description:
Same cases as: 2134265-2015-01003 and 2134265-2015-01065. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. The motordrive unit (mdu) was able to display an image, however, it was unable to perform an automatic pullback. It was noted the motor drive unit makes a grinding noise and no error codes were reported. This issue occurred for the second time and suspects that the mdu needs replacement. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).